Event description:
It was reported that during a percutaneous coronary treatment procedure, a balloon rupture occurred. The 90% stenosed, severely calcified and moderately tortuous lesion was located in the right coronary artery (rca). Following deployment of an unspecified stent in the ostium of the rca the 15x4.5mm was used to post dilation and was inflated to its rated burst pressure. Ivus was performed and revealed that the stent was not properly apposed. Following a second inflation, a balloon rupture was noted when negative pressure was applied. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited by interaction with other devices or other anatomical/procedural factors. (B)(4).